Event description:
On (B)(6) 2012, the patient contacted animas to report four unexplained events of hyperglycemia (blood glucose >600mg/dl on glucose meter) with ketones on occasion between (B)(6) 2011 and (B)(6) 2012. She was unable to provide details about the incidents in terms of dates, blood glucose (bg) data, or treatment. The patient noted that she stopped using the pump on (B)(6) 2012 and returned to injections of insulin as her mode of treatment. It was alleged by the patient that the pump was the cause of the bg elevations. The patient reviewed the pump with customer technical support (cts) with the following confirmations by the patient: the alarms during the time period in question were all low or empty cartridge alarms; there was one low battery alarm on 12/20/2012. All boluses were completed as programmed. All basal deliveries were delivered as programmed. The advanced feature settings were confirmed as correct. Cts advised the patient to discuss bg management as there were no insulin delivery defects or malfunctions discovered during the review. This complaint is being reported because the patient continued to allege that the use of the insulin pump caused or contributed to the bg excursions as reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.